Manufacturer narrative:
Since the device was not returned to the MFR for anlaysis, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this cat/lot number. A trend analysis was performed on similar reports involving this cat/lot number and a trend was not identified. In addition, a review of the device history record was performed on this cat/lot number and no mfg variances were noted in relation to this event. The MFR's investigation of this event is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints dept, clinical and sales rep. No further details are available. The MFR is now closing its file on this event.

Event description:
On 2/19/97, the MFR received a report from its distributor detailing an incident which had occurred at a facility in their territory. The report states that the facility sister was unable to penetrate the pt's skin with the needle, which caused distress to the pt. The needle was discarded and a needle from another "batch" was used.